Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a revision procedure on (B)(6) 2023 the physician was unable to completely insert the right extension to the ipg header. Diagnostics revelated high impedance. Reportedly, inspection of the extension showed a burr at the end. As such, surgical intervention took place wherein the right extension was explanted and replaced with a new extension to address the issue.